Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer reported blood glucose levels over 500 mg/dl. Blood glucose level at the time of the call was 235 mg/dl. The customer was shipped a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.